Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm (variable info=3) during self test and confirmed in the device history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor pic failed self test alarm. Customer blood glucose reading was 165 mg/dl. Troubleshoot was performed but was not able to rewind. Customer also reported damaged to the battery compartment. Insulin pump will be returning for analysis.